Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod for less than an hour. The pod reportedly as leaking and then detached from the arm, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.